Event description:
A malfunction occurred when the pump declared an altitude alarm. Customer's blood glucose level at the time of the event was 136 mg/dl, which was within the normal range. Following the incident, the customer did not need to replace the cartridge and was able to resume insulin with the original cartridge after receiving tips from technical support to prevent altitude alarms in the future.